Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a21 alarm, a47 alarm and no excessive no delivery/occlusion alarm due to blank display. Device received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarm and blank display after receiving new battery. Customer reports they were unable to clear the alarms. Customer reported that display was blank currently. Customer stated that the display did not return after insulin pump restart. Insulin pump was not exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.